Manufacturer narrative:
Visual examination of the returned sample showed that it is a 4.12 inch length portion of a jackson- pratt 7 mm flat silicone wound drain. Visual inspection revealed that the flat drain broke off at the perforated section approx 4.12 inches from the final edge of the drain. The remainder of the drain section was not received. Microscopic examination revealed a wavy/lagged edge at the drain fracture site and no distortion in the adjacent portion drain, which indicates that the drain was not stretched (elongated) to failure. The characteristics of the fractured area and the absence of any drain distortion are similar to those failures that are caused by some abrasion or scoring on the drain surface. Another observation was the imprint of forceps at the fracture site, which indicates that the product was handled with this type of instrument during placement or removal. The sample received was tested for pull strength and the result obtained was 10.8 lbs. The minimum pull test specification is 5.0 lbs. The device history record (DHR) was reviewed in order to determine possible causes for the incident reported and indicated that all operations were performed appropriately. The DHR demonstrated pull test results of a minimum of 13.4 lbs. In testing performed. Inspection records for raw materials used to mold the white flat drain section (where the fracture occurred) were reviewed and coa indicates that all test results were within specification limits, including tensile and teer tests. The instructions for use (IFU) provides detailed info regarding precautions for using these drains. "Drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. During placement and removal of the drain, do not nick, cut, teer or otherwise damage the drain as this may lead to breakage."

Event description:
When medical staff tried to remove the drain, it broke inside the pt. Pt was rushed to theatre (o.r) to remove drain. The drain had been left inside pt for up to 9 days.